Event description:
Olympus was informed that during an intubation procedure, a piece of material from the bronchoscope fell inside the patient's upper gastrointestinal (gi) track. The physician was able to utilize another bronchoscope and successfully removed the fallen piece of material. The bronchoscope was replaced and the intended procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The bronchoscope referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the entire bending section cover glue was missing from the distal end of the scope. It was noted that there was crack on the objective lens and deep scratches on the distal end cover and multiple cuts on the bending section cover. It is believed that the missing bending section cover. It is believed that the missing bending section cover glue resulted from impact or a sharp instrument damaging the distal end glue, which could cause the distal end glue to crack or break. A baroscope was used to examine the suction port, biopsy port and the biopsy channel but there were no signs of any foreign material or objects or any missing parts inside the ports.